Event description:
While troubleshooting for a therapy error during automated peritoneal dialysis (apd) using a homechoice (hc) device, a technical service representative (tsr) discovered that a home patient (hp) disconnected and reconnected a new heater bag in an attempt to clear the error. The tsr reviewed proper procedures with a care giver (cg) and assisted the cg with ending therapy. The cg planned on completing therapy using continuous ambulatory peritoneal dialysis (capd). There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, the care giver (cg) reported disconnecting and reconnecting the heater bag during therapy. Use error and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.